Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8731sc, serial# (B)(4), implanted: (B)(6)2007, explanted: (B)(6)2015, product type: catheter. Patient codes apply to the pump. Patient code applies to the catheter. Device code applies to the pump. Device code applies to the catheter. Eval code-conclusion code applies to the pump. Eval code-conclusion code applies to the catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer regarding a patient receiving an unknown drug with an unknown concentration via an implantable pump for non-malignant pain and chronic low back pain. It was reported the patient's body began to develop seromas at the pump pocket site due to being "allergic to metal". It was stated that the patient believed their body responds to the pump by making the seroma because of the "allergic to metal". It was stated that because of the seroma creating more space at the pocket site the pump began "constantly" flipping and the healthcare professional (hcp) would attempt to flip it back manually in the pocket. The pump stated flipping in the pocket causing a variety of issues "a year and a half ago." Over time, the patient stated this became an issue with the catheter where the patient felt as though the catheter would kink and unkink, and the patient would get boluses of medication that felt like they were being overdosed. It was stated that the patient becomes "immune to medication really easy" and so the patient had to use other drugs in the pump that did not work "at all." The patient did not remember or know what drugs they had tried that did not help them. It was noted the patient had issues with the pump since the patient had the seromas with all of their pumps due to their "metal allergy." The patient stated about 3 months ago the pump that was implanted on (B)(6)2016 was replaced and the pump pocket site was remade in a different area so the pump would be tighter in the pocket. The event date was noted as (B)(6)2016. No further complications were reported/anticipated.